Event description:
It was reported the devices were used during an unk procedure. It was reported by the affiliate that the devices jammed. There was no pt consequence.

Manufacturer narrative:
Device-c: d5,6;h4: information not available, device not returned for analysis.